Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient suffered complications from gi bleeding and ultimately suffered a hemorrhagic stroke and expired.

Event description:
Additional information received indicated that it is unknown if the issue was device related.

Manufacturer narrative:
It was reported that an autopsy was not performed and the device would not be returning for evaluation. A correlation between the device and the reported hemorrhagic stroke could not be determined. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event. Placeholder.

Manufacturer narrative:
According to the info provided to the manufacturer, the lvad was not explanted. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.